Event description:
It was reported that the pump's alarm sound was not annunciating. There was no adverse impact to customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.